Event description:
The event is reported as: complaint alleged: after the catheter insertion, the stylet broke during the removal. The catheter was removed and a new one was successfully inserted. No part remained inside the patient. The patient current condition is fine.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.